Event description:
It was reported that the lead exhibited unstable pacing thresholds, a dislodgement, and insufficient slack. The lead was repositioned. During the lead repositioning, the setscrew became detached in the grommet after the setscrew was turned excessively. The lead could not be reconnected to the implantable pulse generator (ipg). The ipg was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.